Manufacturer narrative:
Procedure was completed as planned by manually pulling the button. The philips field service engineer (fse) inspected the system onsite and confirmed the power button was not returned to its original position automatically. Upon troubleshooting, fse identified that the control module was defective. To resolve this issue, fse replaced the control module and returned to philips for further analysis. The analysis confirmed a malfunction in the control module and identified, the belly bar had a broken part, the shutters and c-arm geo joysticks had almost no haptic feedback and moved too lightly, and the mechanism attaching the unit to the table was very rigid and difficult to remove. During the signal diagnostics test, the c-arm geo, shutters, and rh wedges joysticks did not provide any feedback. Additionally, during the functionality test, the c-arm geo, shutters, and both rh and lh wedges joysticks did not function. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no interruption to the procedure, as the planned treatment was completed successfully by manually adjusting the button back to its original position. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error of ¿button active on start-up¿, which prevented the system from fully booting up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.